Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient's battery had difficulty holding a charge. The patient could only charge 2/3 full and that would take 8 hours. No troubleshooting was performed, and the device was replaced. The issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the battery had difficulty holding a charge and never went above ¾ full. There was no patient injury reported and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found no anomalies. The ins had good coupling while recharging. If information is provided in the future, a supplemental report will be issued.